Manufacturer narrative:
(B)(4). Concomitant medical devices ¿ persona cemented stemmed natural tibial component size e left catalog #: 42532007101 lot #: 63189523, persona tm cruciate retaining narrow porous femoral component size 7 left catalog #: 42502206201 lot #: 63199066, persona ultracongruent vivacit-e articular surface 11 mm catalog #: 42512200511 lot #: 62335084. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00622, 0001822565-2018-04158, 0001822565-2018-04159. Device remains implanted.

Event description:
It was reported that the patient experienced status asthmaticus and was immediately admitted to an intensive care unit following knee arthroplasty to treat hypercapnia and respiratory acidosis/failure. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. The reported issues are related to the procedure and not abnormal to the procedure with no failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.